Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported patient was started on 70 ml of study medication on (B)(6) 2015 at 1500. The user stated it would last approximately 8 hours.after 6 hours the user requested another bag of medication.the IV bag was not changed until 15 hours after the start of the infusion, it lasted for 7 hours extra.